Event description:
IN 2007, THIS HANDPIECE OVERHEATED CAUSING BURNS ON PT'S TONGUE AND LIPS. THERE IS A PERMANENT SCAR ON THE PT'S LIP. CURRENTLY, THE CASE IS IN LITIGATION. IN 2008, ANOTHER OF THE SAME MAKE AND BRAND OF HANPIECE OVERHEATED WHILE I WAS PERFORMING A ROOT CANAL. NO PT WAS INJURED. I FELT THE HANDPIECE WITH MY FINGER AS IT STALLED WHILE I WAS WORKING ON A PT. ENDO EXPRESS HANDPIECE. ALSO OVERHEATED WHILE WORKING ON PT. HANDPIECE REMOVED FOR OPERATION. DATE OF USE: 2007. DIAGNOSIS OR REASON FOR USE: ROOT CANAL THERAPY. EVENT ABATED AFTER USE STOPPED: YES. Please see reference number MW5007345